Manufacturer narrative:
The complaint was confirmed. The flare was detached from the shaft of the device, it was recovered and returned with the device. There is no appearance of residual adhesive on the flare. The electrode insulation is cut on both jaws due to the jaws being retracted into the shaft without the flare being in place. Conclusion: bond failure between the shaft and the jaws of the device.

Event description:
During a tubal ligation procedure, the flare detached from the distal end of the 45cm pks cutting forceps. The flare came over the jaws which prevented the jaws from releasing from the tissue. The surgeon needed to use a 33cm cutting forceps to cut the tissue away from the jaws of the 45cm cutting forceps in order to withdraw it out of the interoperative scope. Surgeon used either a stryker or wolf interoperative scope. There was no pt injury, the flare was recovered from the pt with no pt harm.